Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis was implanted on an unknown date in 2020, in order to treat an elective abdominal aortic aneurysm. On (B)(6) 2024, after about 4 years, the endoprosthesis was explanted due to type I and type ii endoleaks.

Manufacturer narrative:
The exact date of event is unknown, therefore, the date of which the explant took place was used as date of event. D10: concomitant medical products: (relevant associated devices used with the device being reported on): multiple segments of gore® excluder® aaa endoprosthesis - stent graft trunk-ipsilateral leg, iliac extender, and contralateral leg endoprosthesis. See manufacturer report number 3007284313-2024-03331. The medical device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant scientist observations stated the following: the device segments were returned to a third party investigator for investigation. Submitted partially in formalin was a gore® excluder® aaa endoprosthesis system; one trunk¿ipsilateral leg endoprosthesis fragment (segment 1), one fragment from the ipsilateral leg portion of the trunk (segment 2), one iliac extender endoprosthesis (segment 3), one gore® excluder® iliac branch endoprosthesis iliac branch component (segment 4), one unidentified fragment (segment 5), and one contralateral leg endoprosthesis fragment (segment 6) contained within and extending from a second unidentified fragment (segment 7). Segment 1 was reported to have measured approximately 85 mm in length, with minimal, scattered plaques of red brown material on the abluminal and luminal surfaces. Distal extremities a and b appeared to have been transected. All lumens appeared widely patent. Segment 2 was reported to have measured approximately 9 mm in length, with minimal, scattered plaques of red brown material on the abluminal and luminal surfaces. Extremities a and b appeared to have been transected. The lumen appeared widely patent. Segment 3 was reported to have measured approximately 73 mm in length, with minimal, scattered plaques of red brown material on the abluminal and luminal surfaces. There was an angulation of the segment near the mid-body of the stent. Extremity a appeared to have been transected. The lumen appeared widely patent. Segment 4 was reported to have measured approximately 85 mm in length, with minimal, scattered plaques of light tan material on the abluminal and luminal surfaces. All lumens appeared widely patent. Segment 5 was reported to have measured approximately 38 mm in length, with minimal, scattered plaques of red brown material on the abluminal and luminal surfaces. Extremity b appeared to have been transected. The lumen appeared widely patent. Segment 6 was reported to have measured approximately 81 mm in length, with minimal, scattered plaques of red brown material on the abluminal and luminal surfaces. There appeared to be two segments (segment 6 and segment 7) present, one contained within and extending from the other. Extremity a appeared to have been transected. The lumen appeared widely patent. From gross images all material disruptions (i.e., material transections/ cuts), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) likely used during a surgical procedure. No saline-patency test was noted to have been performed, therefore the patency of the segments could not be confirmed based on the images or analysis provided. Requests were emailed to the third party investigator to acquire additional information regarding the disease progression, device identification, patient medical details and event dates. No additional information has been provided. A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.